Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("several uti"), menorrhagia ("heavy periods") and adenomyosis ("I had imaging that showed an enlarged uterus and what seemed to point to adenomyosis") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (essure removal (e free)). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection and menorrhagia outcome was unknown and the neoplasm malignant had resolved. The reporter considered adenomyosis, menorrhagia, neoplasm malignant, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event ¿cancer¿ added. On 23-mar-2020: follow up received from social media. Reporter was added. Events pelvic pain female, menorrhagia, adenomyosis were added. Event medical device removal was deleted and captured as a non-drug treatment of pelvic pain female. Imagine result was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("several uti"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal and urinary tract infection outcome was unknown. The reporter considered medical device removal and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events: uti was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain issues') in a female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("several uti"), menorrhagia ("heavy periods") and adenomyosis ("I had imaging that showed an enlarged uterus and what seemed to point to adenomyosis") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (essure removal (e free)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection and menorrhagia outcome was unknown and the neoplasm malignant had resolved. The reporter considered adenomyosis, menorrhagia, neoplasm malignant, pelvic pain and urinary tract infection to be related to essure. The reporter commented: 4 coils = right side. 5 coils = left side. Lot number: 919013, manufacturing date: 2011/10, expiration date: 2014/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain issues') in a female patient who had essure (batch no. 919013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("several uti"), menorrhagia ("heavy periods") and adenomyosis ("I had imaging that showed an enlarged uterus and what seemed to point to adenomyosis") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (essure removal (e free). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection and menorrhagia outcome was unknown and the neoplasm malignant had resolved. The reporter considered adenomyosis, menorrhagia, neoplasm malignant, pelvic pain and urinary tract infection to be related to essure. The reporter commented: 4 coils = right side. 5 coils = left side. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: reporter was added, lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.